Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The unit was requested back for investigation but it has not yet been received.